Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cables were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system displayed a stator not on error message. The system will fail to generate fluoroscopy x-ray when this message is displayed. There are no reports of pt injury or death associated with this event.